Event description:
Additional information was received on (B)(4) 2015 which identified part and lot numbers of screws reported to have broken post-operatively. This follow up report addresses one of the three screws. The remaining screws will be addressed in separate reports.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported (B)(6) 2014, the surgeon used the plate and screws in question during supracondylar femur fracture operation but 3 screws snapped after the operation. A revision surgery was performed on (B)(6) 2015. This report is for 3 unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is for 3 unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the three green anodized screws are made of titanium alloy (ti6ai7nb). The examination of the raw-material inspection sheets of the suppliers and the manufacturing documents of the procedure showed no deviation in relation the chemical composition, microstructure and mechanical properties. The material of the screws is in compliance with the international standards. The dimensions of the investigated screws were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The depth of the blind hole of the hex recess of all the screws met the specifications of the drawings. Weakly visible macroscopic lines of rest are documented and are a sign for a fatigue failure. The fracture characteristics are macroscopically visible and indicate fatigue breakage. When examining the three fracture surfaces of the screw heads using scanning electron microscope (sem), the fracture behaviors were identified. The cracks started at the circumference of the core diameter of the corresponding screw and ran into the material. At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. All fracture surfaces showed larger areas of dimples. The areas with dimples correspond to the residual forced fracture zones. The fracture surface of one screw also revealed a secondary crack initiation site just opposite of the initial crack initiation site. Sem observations and findings showed that the screw failures were caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to high dynamic bending loads, one sided for two screws and two sided for one screw. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Additional information was received on feb 24, 2015 allowing for lot number and device manufacturer identification. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Additional information was received on feb 24, 2015 allowing for lot number and device manufacturer identification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.